Event description:
The facility reports the pt fell on the floor when the spreader bar detached from the scale. The pt was brought to the emergency room to see if there was a fracture, but she only had a sprained ankle. No caregiver injuries were reported. (B) (4)

Manufacturer narrative:
The facility contacted the MFR to order a new lift because the one involved in the incident was used a lot. The MFR asked for the scale to be sent back for investigation, but it was never received. The facility told the MFR that they had disposed of the unit. It was therefore, impossible for the MFR to proceed to a complete investigation of the failure. However, based on the info received, even if no complete investigation was performed, it is likely to believe that the intensive use without a proper maintenance of the device have contributed to the failure of the device. The MFR recommends the customer: have this product inspected and repaired (if needed) by a qualified technician and that these actions be recorded. Do maintenance of all products as specified in the user manual.